Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with a back-up battery failure occurrence. The customer reported there wasn't any patient involvement.